Event description:
It was reported that the end cap was detached from the pump. Soon after, the customer's blood glucose elevated and was then hospitalized for dka.

Manufacturer narrative:
Unit had a detached end cap. Unable to perform the seat, rewind, basic occlusion test and occlusion test or test for high blood glucose complaint due to detached end cap.